Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: sensing difficulty was noted. The lifetime asystole episode counter value was 112.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A service call was placed to look at several asystole episodes. The patient is in a wheel chair and propels the chair himself. The device was implanted close to the arm pit area. Discussion was made about changing the asystole duration to 4.5 secs and making the device more sensitive. The device is in use. No patient complications have been reported as a result of this event.